Manufacturer narrative:
One 2.9 mag-mini abrader burr was returned for evaluation. Visual assessment confirmed the inner burr and outer sheath are bent. The inner burr showed an abrasion at the distal tip proximal to the burr head. The condition of the device indicates it was subjected to excessive side-loading during use causing the bending and reported shedding. Per the devices instruction for use: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a hand arthroscopy the mini shaver burr had a lot of metal debris falling off and it made a squeaking sound when oscillating so they had to unpack another shaver burr which then worked fine. No delay or patient injuries were reported. The metal debris fell off in the patient.